Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). The following information was provided by the initial reporter. The customer stated: they "witnessed a molding defect with the product. There is a physical defect inside of many of these tubes that prevents the probe from being able to sample the blood requiring a manual run on the analyzer. It is a hooked piece of plastic 1/2 way down the tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for damaged with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had tubes/ extenders with molding defects (non-cosmetic) that can be used (large indentation in tube wall). The following information was provided by the initial reporter. The customer stated: they "witnessed a molding defect with the product. There is a physical defect inside of many of these tubes that prevents the probe from being able to sample the blood requiring a manual run on the analyzer. It is a hooked piece of plastic 1/2 way down the tube."